Event description:
Consumer reported complaint for error message (e-3). Wife is calling on behalf of the customer. The customer reported feeling dizzy; medical attention was not needed at the time of the call. Wife stated that she had performed a blood test on herself using the true metrix meter and had obtained a result of 114 mg/dl non-fasting. During the call, a blood test was performed by the customer and produced e-3 error message using true metrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 09/30/2024 and open vial date is 06/24/2023.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: dizziness. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 08-aug-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter.